Event description:
Vaginal mesh used to deal with stress urinary incontinence - bard align transvaginal suburethral sling was implanted. Complications started soon after the surgery. After double rounds of pelvic floor physical therapy and multiple medications for overactive bladder I am still left with worse conditions than what I had started with. Went from mild inconvenience of stress incontinence to daily issue with over active bladder. My daily life has become greatly affected by the after effects from this product. Pelvic floor physical therapy, started (B)(6) 2009, two doctor ordered treatments that ran back to back ending on (B)(6) 2009.